Event description:
In march 2005, patient broke right hip and elbow in a fall. Fall alarm and sensor were purchased in january 2006 to try to prevent another fall. Patient lives at home with daughter's family. Hospital bed is used. In second week of use, it was noticed that patient got out of bed, but alarm did not sound. When tested by alarm and sensor continued to be used. On march 17, 2006, daughter observed patient in kitchen, 15 feet away from bedroom, preparing food for himself. She did not hear an alarm from the bedroom. Patient fell on the floor and broke left hip. Alarm and sensor were still on the bed. Alarm was turned on, but did not make any sound.